Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline communication faults was confirmed via the submitted log files. The heartmate 3 (hm3) modular cable (lot number: 7773516) was returned for analysis. Log files were submitted for review and a log file was downloaded from the returned system controller (serial #: (B)(6)) for review at abbott. A review of the controller event log files showed relevant events spanning approximately 3 days ((B)(6) 2023 per time stamp). Driveline comm faults were consistently active throughout the log files and were associated with intermittent com_a_faults. A com_b_fault was active with the driveline comm fault on (B)(6) 2023 at 06:38:42. The driveline was disconnected for a system controller exchange on (B)(6) 2023 at 14:30:55. There were no other notable events active in the log file. Pump operation was not affected. A log file was submitted for review following the system controller exchange from the patient¿s new system controller (serial #: (B)(6)). A review of the log file showed events spanning approximately 3 days ((B)(6) 2023 per time stamp). Beginning on (B)(6) 2023 at 03:21:07, driveline comm fault alarms activated and were associated with comm_a_faults. This alarm remained active until the end of the log file. There were no other notable events active in the log file. Pump operation was not affected. The returned modular cable was tested with the returned and associated system controller (serial #: (B)(6)) and operated as intended. The reported driveline comm faults were unable to be reproduced. The modular cable was stripped, and it was noted that the strength member was also saturated with fluid ingress. While the reported driveline comm faults was unable to be reproduced during this investigation, the fluid ingress noted within the inline connector of the modular cable has the potential to contribute to the reported event. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the hm3 modular cable and the modular cable was found to pass all manufacturing and quality assurance specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline comm fault alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No additional information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline communication fault alarm on (B)(6) 2023 local time. The patient visited the hospital and was admitted. A clinical engineer confirmed the alarm through a review of the event history on the system monitor. It was noted that there was no visible driveline trauma, and the patient was asymptomatic. The alarm was cleared but later reoccurred. The facility exchanged the patient¿s system controller and modular cable on (B)(6) 2023 in an attempt to resolve the alarms. However, the driveline communication faults later returned. Evaluation of the returned modular cable found fluid ingress. Related manufacturer report numbers: 2916596-2023-02126 and 2916596-2023-03916.